Event description:
It was reported that patient is having issues cycling or inflating his inflatable penile prosthesis (ipp). Physician is in the process of filing paperwork to see if the patient is covered for a revision/replacement surgery. It is unknown where or when the original surgery was completed. It is quite likely that this information may be filed again at the time of revision surgery if the insurance company approves the procedure.